Manufacturer narrative:
The insulin pump was received with a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump history download was successful using thus. The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage found on the motor, battery tube, vibrator or keypad assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery was not lasting more than one week and received replace battery alert. Customer stated they tried several lithium batteries but issue persist. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.